Event description:
It was reported via social media that a patient death occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. Due to complications, the patient died. No further information is known.

Manufacturer narrative:
Outcomes attributed to adverse event: date of death: estimated as the date is unknown. Date of event: estimated as the date is unknown. Implant date: estimated as the date is unknown.